Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the subject device functioned correctly and the reported phenomenon could not duplicated. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an orthopedic arthroscopic procedure using the subject device in combination with the olympus camera head otv-s7proh-hd-10e, the halation frequently occurred on the image of the subject device. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the result of the omsc evaluation, omsc considered that the reported phenomenon was attributed to the accidental contact or connection failure of between the subject device and the video processor. If additional information becomes available, this report will be supplemented.